Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found several bad tip clamps in the reported problem area of the pipette assembly. Four tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.